Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of capture and failure to sense due to dislodgement on the atrial (ra) lead. The physician elected to reposition the ra lead. The patient was in stable condition.